Event description:
The customer reported erroneous elevated accutni results within the risk stratification range of the assay for two patients on different dates. The erroneous results were generated on the unicel dxi 600i synchron access clinical system. This MDR will address the event dated (B)(6) 2012. MDR 212280-2012-01323 addresses the event of (B)(6) 2012. The erroneous results were reported out of the laboratory; however, the customer stated there was no patient harm as their laboratory policy for repeating critical results did verify these were fliers. Reports were corrected after repeats. The sample from patient #2 was repeated on an alternate unit and lower results within the normal reference range of the assay were obtained. The sample was collected in sodium heparin tubes with gel barrier. One run was performed as stat and the other run was run 12 hours post draw. The stat sample was centrifuged for 10 min with stat spin speed at room temperature. Per customer, the samples were all clear samples as far as customer knows and the customer did not indicate any sample integrity issues in connection to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer indicated to hotline that qc was performing within their established limits and they did not indicate they had any sample integrity concerns in connection to this event. Per customer supplied data, system checks performed on (B)(6) 2012 both passed within instrument specifications. A calibration curve failed on (B)(6) 2012 but previous accutni calibration curves had been generated without any issues, the customer did not provide and evidence they recalibrated the assay after the failed attempt. On (B)(4) 2012 field service engineer was dispatched. The fse performed the following: adjusted incubator belt settings. Replaced the wash pump piston seals after observing small bubbles around the wash pump seals. Reseated mixer pulleys and rollers and cleaned out the wash carousel. Performed an accutni precision study with acceptable results to verify hardware after repairs were complete. Although several repairs were completed during the service visit, the fse did not provide definitive evidence that any of the components replaced by the fse had caused the event. Therefore, the cause of this event unknown and could not be determined based on the supplied information.